Event description:
The facility representative reported that the infusion pump did not alarm when the tubing became dry. The pump was used on a ventilated patient. Channel 1 of a flo-gard infusion pump was used to infuse d5 1/2 ns at 125 cc/hr and channel 2 was used to infuse a glass 100cc bottle of diprivan at 16 cc/hr, the prescribed dosage was 27 ug/kg/min. The concentration of the diprivan was 10,000 ug/ml. The diprivan was set-up "piggyback" to the d5 1/2 ns below the pump. The respiratory therapist, who was present at the time, notieced that the patient was awake and alert 15 minutes after the new bottle of diprivan was set to infuse. The respiratory therapist alerted the nurse who set up the infusion. The patient attempted to remove his ventilation tubing. The nurse noticed that the pump was running, but the amount of liquid in the drip chamber had not changed and there was still liquid in the tubing. The drip chamber and tubing had not collapsed. The nurse realized that she had used tubing that was not vented.